Manufacturer narrative:
Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. This reported event has been reassessed and deemed reportable based upon an internal review. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mobility issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the difficult patient anatomy prevented the sheath from advancing. The device history record (DHR) could not be reviewed since the lot number is unknown. Currently no action is recommended since the risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Abbott letter notification (per- (B)(4)) event description stated that during a cardiomems implant procedure the physician could not advance the cardiomems catheter into position. The 11 french pinnacle sheath involved was replaced with a 30cm sheath and the physician made a second attempt but was unable to resolve the issue and determined to abort the case. The physician stated that the advancement difficulty could be due to the patient's anatomy.